Manufacturer narrative:
Smith & nephew did visually inspect the device and found the device appeared to be in good condition. No exterior damage appears on the device. Functional testing will be performed at the supplier. Investigation is ongoing. (B)(4).

Event description:
Outflow would not work. The patient was under anesthesia when the case was canceled. Sale rep. Stated the device did not work however this device has been in use for a year without an incident. The device was used the day before on a silicone model and it is possible the silicone was left behind in the holes of the sheath or he can't rule out that there was a lot of tissue blocking the holes of the sheath and it could have not been cleaned properly. No patient status information was received.

Manufacturer narrative:
An evaluation was performed on the returned product and could not confirm the customer complaint for outflow would not work/no image. The sheath was connected to a reference scope and tested and both inflow and outflow was achieved. No manufacturing defects were displayed. This is considered a no problem found issue. No further investigation is required.